Manufacturer narrative:
The event occurred in india. It was reported that on one hl20 pump the arterial mode is not available. On another pump cardioplegia mode is not available. And a third pump displayed the error message: ¿runaway¿. The event occurred during routine check. No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. A getinge field service technician was onsite for investigation on 2025-07-12. The fst confirmed pump 1 displaying error message: ¿runaway¿, on pump 2 no arterial mode was available and on pump 3 no cardioplegia mode was available. In pump 1 the motor was replaced which solved the error message: ¿runaway¿, in pump 2 and 3 the pump control boards will be replaced which will solve the mode selection problem. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Error message: "runaway": a similar case was already investigated by the getinge life cycle engineering on 2018-06-22. A defect in the tacho of the motor was determined as the root cause of the error message "runaway". No arterial and cardioplegia mode: a similar complaint has been already investigated by getinge life cycle engineering on 2017-10-12. The most probable root cause is a defect of two opto couplers. This typically happens if a pump is placed on an active pump socket (hot plug) or if it is removed from one. The review of the non-conformities has been performed on 2025-12-17 for the period of 2016-10-11 to 2025-11-20. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-10-11. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failures "error message: "runaway" and arterial and cardioplegia mode is not available" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in india. It was reported that on one hl20 pump the arterial mode is not available. On another pump cardioplegia mode is not available. And a third pump displayed the error message: ¿runaway¿. The event occurred during routine check. No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. The reported error message: "runaway" can lead to an unintentional pump stop. Therefore a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician will be sent for further investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted. Note: the event occurred on the indian market. It is a significantly similar device to "heart lung machine hl 20" which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl20 with catalog number 701028580.